Event description:
Pt was undergoing a septostomy procedure. When catheter was pulled back, and removed from the pt, the distal end had broken off and remained in the pt. Pt required surgery to remove the catheter tip